Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cerebrospinal fluid (csf) leak during initial implant surgery. The recipient was not implanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Revision surgery has been scheduled. Csf leak has reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.